Event description:
The reporter stated that the stopcock plug fell out of the stopcock body. There was no pt injury associated with this event. The reporter indicated that this had occurred on one other occasion but did not provide specific details.

Manufacturer narrative:
Product was not returned to medex for evaluation. The lot history was reviewed and was found to be acceptable. Medex is unable to confirm this issue or determine a cause without benefit of returned product evaluation. Based on this info, medex believes that no additional action is necessary at this time. Medex considers this MDR closed with this report.